Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a bezel assembly error on the heartstart xl. There was no pt involvement.